Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events as well as the patient outcome could not be conclusively established. The account reported that the patient was immunocompromised as the patient was human immunodeficiency virus (hiv) positive (+) and had a known systemic infection. The patient was admitted to hospice care on (B)(6) 2020 with positive bacteremia cultures and a white blood cell (wbc) count of 10. The patient expired at home on (B)(6) 2020. The device reportedly functioned as intended. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to hospice on (B)(6) 2020. The patient was positive for bacteremia cultures and last white blood cell count was 10. The patient passed away at home. The patient was immunocompromised as he was hiv+ and had a known systemic infection.

Manufacturer narrative:
Patient gender not provided. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2020. No alarms or device-related issues were reported in association with this event. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020.